Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The iesu has been returned and evaluated by the failure analysis team. The unit was analyzed, and the reported failure could not be reproduced. The unit energized, cauterized, and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the surgeon was not able to fire energy from the integrated electrosurgical generator unit (iesu). It was stated that there were question marks in place of the arms numbers on the display. Prior to calling intuitive surgical, inc. (Isi) technical support, they had replaced the instrument cables, changed ports, cleaned the pogo pins of the ports, and power cycled the iesu, but the issue was not resolved. The isi technical support engineer (tse) asked the customer to try another set of cables, but the issue remained. All the connections of the iesu were good, and the tse guided them to install an external force triad generator. After the setup was completed, the surgeon could fire energy for both monopolar and bipolar. It was also noted that the question marks were flickering (pedal/question mark icons) with nothing connected to the iesu, and without the surgeon firing any energy. There were no errors pointing to the iesu in the logs. The procedure was completing as planned with no reported injury.